Manufacturer narrative:
No button error alarm noted. All buttons did not respond due to corroded keypad traces. The insulin pump was received with cracked display window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm after being exposed to moisture. Blood glucose level at the time of the incident was 240 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.